Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 24aug2017 to assess the instrument test well image in question, which appeared as visually negative.

Event description:
On (B)(6) 2017, a customer reported an unexpected negative result when using anti-e (monoclonal) gamma-clone by galileo echo instrument method, when tested on (B)(6) 2017.